Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Only the battery pack was returned for evaluation. Visual inspection found there was electrolyte leaked throughout the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: canada.

Event description:
It was reported that during surgery when surgeon was ready to wash bones, before putting the final implants in place, the unit did not work as it had not power at all. Nurse tried another battery back, but it did not work. When nurse changed battery pack, she said that it was hot. The battery pack was hot on one battery only, the one that was taken out of pack, so it did not stay hot. They opened another unit to complete/finish the surgery. Two units were used in the case, but only the first one did not work. There was no patient harm/injury or surgical delay reported. There was no additional medical intervention required and no surgical complication. There was no foreign body retained. The surgical technique was utilized. During product evaluation and visual inspection, it was found that there was electrolyte leaked throughout the pack. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.